Manufacturer narrative:
The product has not been received for evaluation and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that while treating a patient, the device charged up energy and then failed to discharge. Upon a second attempt, the device delivered to the patient appropriately. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.